Manufacturer narrative:
(B)(4). Date sent to FDA: 02/03/2021. Additional information: this report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to FDA: 02/03/2021. Corrected information: h6 device code. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: it was reported "" the suture was broken at the connection part with the needle during suturing"" please clarify: did suture break or was this needle and suture pull off? Suture break. What tissue was being approximated or sutured when it broke? No further information is available. Was the needle removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when ""suture was broken at the connection part with the needle during suturing""? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device batch number qc2abr, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an hysterectomy on (B)(4). 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.